Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented in the clinic due to persistent beeping tones. In clinic the nurse confirmed the beeping tones (individual short tones, not one long). The health care professional (hcp) performed several attempts to scan for device using several different programmers with no success, this s-ICD was apparently undetectable. The technical services (ts) recommend a radio frequency (rf) telemetry reset. The rf telemetry reset was attempted more than once followed by a new scan for the device, still with no result. Subsequently, this s-ICD was explanted and replaced. It was mentioned that the device beeped for one hour after the explant procedure. The product is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented in the clinic due to persistent beeping tones. In clinic the nurse confirmed the beeping tones (individual short tones, not one long). The health care professional (hcp) performed several attempts to scan for device using several different programmers with no success, this s-ICD was apparently undetectable. The technical services (ts) recommend a radio frequency (rf) telemetry reset. The rf telemetry reset was attempted more than once followed by a new scan for the device, still with no result. Subsequently, this s-ICD was explanted and replaced. It was mentioned that the device beeped for one hour after the explant procedure. The product is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Review of the device log files, as well as the programmer log file data from the replacement procedure, revealed multiple interrogation sessions with zero (0) minutes recorded for actual connect time, consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.